Event description:
It was reported that the lead or stylet appeared to be defective. The stylet bent when pushed down and the lead deformed and was not used. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).